Manufacturer narrative:
The technician replaced the CPR release valve, and the head hydraulic cylinder to repair the bed.

Event description:
Information received indicates the head section moved down unintentionally.